Event description:
Report received from (B)(6) stating that the device experienced overheating. The device was not being used in surgery. It is unknown if injury or medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The device has not been received by (B)(4) for evaluation. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).